Event description:
Approximately 50 minutes into 2nd treatment on system one and cartridge car-170-b, the patient complained of right sided neck pain and that his tongue was burning and it felt like his upper gums were swelling; 200cc saline bolus was administered but the symptoms did not resolve; the treatment was ended and the blood was rinsed back, symptoms resolved. Attempted to treat again on (B)(6) 2011 and symptoms recurred; benadryl 25mg IV and prednisone 40mg po was administered; treatment was ended and blood was rinsed back, symptoms resolved in about 15 minutes. On (B)(6) 2011, treated using nxstage car 124-c with another manufacturer's dialyzer. About 1 hour into the treatment, patient complained of burning sensation in tongue, nose, and gums were tingling and patient stated that his jaw felt like it would lock up. Benadryl 25mg IV and prednisone 40mg po was administered with minimal relief, another 25mg of benadryl IV was given, the treatment was ended and all blood but 25cc was rinsed back.

Manufacturer narrative:
Exact cause of reported symptoms is not known. Car-170-b, lot# 0037713 was not returned to nxstage for evaluation for event on (B)(6) 2011. Car-124-c for event on (B)(6) 2011 was returned and no problem found. There is no evidence of a device malfunction. No similar events have been reported with either cartridge lot. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Cartridge is single use gamma sterilized. Nxstage considers this report closed. No additional information will be provided.